Manufacturer narrative:
This report is part of a batch of late reports resulting from internally identified data inconsistencies between a postmarket study and our complaint handling databases. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right fat grafting. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the mnt-men-15-003 clinical trial, participant (B)(6). It was reported that a female patient underwent breast reconstruction surgery with 450cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018, and experienced anisomastia which required bilateral surgical intervention (fat grafting). As a result, the patient underwent bilateral explantation and replacement with unknown size unknown gel implants on (B)(6) 2020. Now the patient again experienced bilateral anisomastia with the replacement devices which required bilateral fat grafting, and a lift of the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device for the primary adverse event.

Manufacturer narrative:
On july 7, 2023, mentor received additional information which was reviewed by the clinician and even detail under field b3 has been updated on this form. Manufacturer¿s reference number: (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a female patient underwent breast reconstruction surgery with 450cc mentor memorygel breast implant (mentor glow study gel devices) on (B)(6) 2018, and experienced anisomastia which required bilateral surgical intervention (fat grafting). As a result, the patient underwent bilateral explantation and replacement with unknown size unknown gel implants on (B)(6) 2020. Now the patient again experienced bilateral anisomastia, and wrinkling with the replacement devices which required bilateral fat grafting, and a lift of the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This supplemental medwatch report is for the patient¿s right-sided device for the primary adverse event.